Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel perforation occurred. The nc quantum apex balloon catheter was advanced to an unknown lesion site to post dilate a stent of another manufacturer. The first inflation the physician inflated the balloon up to 12 atm however the balloon would not hold pressure. The physician inflated the balloon a second time and noted the balloon was losing pressure. The third attempt the physician took the balloon to an unknown atm and the balloon still would not hold pressure. The balloon catheter was removed from the patient and via an angiogram a vessel perforation was noticed. An apex balloon catheter was used to successfully tack up the perforation. Post procedure the physician examined the nc quantum apex balloon. Outside of the patient the physician inflated the balloon and the balloon held pressure. The physician noted that there were no holes or ruptures on the balloon. The procedure was completed with another same device. Patient complications are unknown and the patient's status is unknown.